Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and after transseptal access the white hemostatic valve was pushed into the hub. They noticed there was bleed back into the irrigation port of the sheath. The blood return was excessive. There was no report of hemodynamic compromise nor air embolism. The sheath was exchanged with an agilis sheath and the issue was resolved. No intervention was required. The case continued without further incident. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this adverse event was assessed as a non serious adverse event and therefore, not MDR reportable. The hemostatic valve separation was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on april 21, 2020 that the device was received in the condition reported as the hemostatic valve was dislodged. This issue remains assessed as reportable.

Manufacturer narrative:
On may 5, 2020, the product investigation was completed. Device investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and after transseptal access the white hemostatic valve was pushed into the hub. They noticed there was bleed back into the irrigation port of the sheath. The blood return was excessive. There was no report of hemodynamic compromise nor air embolism. The sheath was exchanged with an agilis sheath and the issue was resolved. No intervention was required. The case continued without further incident. The device was inspected, and hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).